Event description:
It was reported the customer received a battery out limit alarm on their insulin pump. The customer's husband also mentioned the customer was admitted into the hospital for a few days. The reason behind the customer's hospitalization was unknown. The customer's blood glucose was unkonwn. The husband also stated their battery was out of the insulin pump for a greater duration than allowed by the insulin pump. Customer was advised this was normal insulin pump behavior. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.